Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in coronary diagnostic procedure when the issue occurred, and the procedure was completed using fluoroscopy. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray was intermittently unavailable. The fse reviewed the log file and confirmed that the cube (central unit + base extension (cube) of the generator) and kv ma control board must be replaced. The fse replaced the cube and the kv ma control board and did the configuration. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to expose intermittently. No harm was reported to philips. Philips has started an investigation of this complaint.